Event description:
The customer reported that the 9600 system had a battery disconnected error message outside a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.